Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was over 100 mg/dl at the time of call. The customer's mother stated that they experienced stomach pains. The time of the hospitalization was 6:30pm and the date of the hospitalization was 01/09/2016. The customer's mother performed troubleshooting and did not found air bubbles, leaks, insulin issues, and setting issues. The customer's mother was unable to check for site issues. The customer's mother was unable to perform high pressure at the time of call. The nurse stated that the customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.